Event description:
The customer's meter was reading too high. They had a meter reading of 479 mg/dl and called the paramedics. Ten minutes after the initial reading was taken by the customer, the paramedics performed a blood glucose test and got a reading of 108 mg/dl. The customer indicated that they had taken 10 units of insulin after obtaining the initial reading. Also, after the paramedics arrived, their meter still read hi. While on the phone, an offer was made to troubleshoot the system. However, the customer did not have the requisite supplies on hand to perform the meter checks. The customer indicated that they had gotten the meter about two years ago and that the batteries had not been changed. The customer also indicated that past readings had been 305, 452, and 263 mg/dl. They were advised to contact their physician regarding blood results over 250 mg/dl. The requisite supplies have been sent to the customer. Followup contact with the customer will be made to complete testing of the meter.